Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be reproduced. All other electrical measurements were normal. The device was reprogrammed. The patient would continue to be monitored.